Event description:
Additional information received reported that the patient's device was reprogrammed, and the patient was trained on recharging technique. The patient had no further complaints at the time.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported, the patient experienced a burning sensation in the pocket, which has occured since implant. The pocket did not appear to be red or swollen. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.